Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical services contacted the customer and verified the amount of naheparin in the tubes.

Event description:
It was reported when using the bd vacutainer® sodium heparin (nh) blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "our lab has been using bd heparin blood collection tubes for a large longitudinal human donor study in our lab. We recently sent plasma samples out for biochemistry testing, and relative to the samples we collected in 2018, the samples from this year have highly elevated sodium and chloride levels.